Event description:
It was reported that an IV fluid (normal saline) was being administered to the pt via left interior cervical vein. About an hour after insertion of the catheter, it was noted that fluid was leaking directly above the skin, in the middle portion of the catheter, approx 2 mm above the white part (where the catheter is sutured to the skin). The fluid administration was stopped and the anesthetist was notified. As a result, within 4 hours, the catheter was successfully replaced with a new (B)(4). The outcome of the pt is "still hospitalized." There were no pt complications or delay in therapy reported. No intervention was required.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.